Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed with a power loss alarm, a post reset ram crc alarm, and had unexpected battery power loss issues. The customer¿s blood glucose level was unknown at the time of the incident. The customer was having sensor calibration issues, low battery alarms, and sensor glucose versus blood glucose differences. Troubleshooting was not completed. The insulin pump will not be returned for analysis.